Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abscess percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure, it was noted that the drainage catheter connector had fractured. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided and reviewed. The photo shows the partial view of the drainage catheter in which the hub was noted to be completely fractured and separated. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure, it was noted that the drainage catheter connector had fractured. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.